Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to dislocation and metallosis update may 08, 2017: litigation received. Litigation alleges pain, discomfort, popping and clicking and high metal ions. It was also reported that plaintiff continued to suffer after his revision, including dislocations. Patient was advised for second revision to clear metallosis from damage tissue. Stem has been added due to alleged high metal ions. This complaint was updated on may 15, 2017. Update aug 30, 2017: legal medical records received. After review of the medical records for MDR reportability, revision notes reported patulous bursa, copious amount of brown blackish fluid, surrounding space was more patulous than normal thus leading to the series of dislocations, some metallosis around the edge of the trunnion. It was also reported that the femoral component was stable and appropriately sized, positioned, and aligned, feeling of instability, and prior to admission he experienced subluxation. No laboratory values provided for the previously alleged high metal ions. This complaint was updated on: sep 14, 2017. / /

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6(patient). H6 patient code: no code available (3191) used to capture the device revision or replacement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised due to dislocation and metallosis. Update may 08, 2017: litigation received. Litigation alleges pain, discomfort, popping and clicking and high metal ions. It was also reported that plaintiff continued to suffer after his revision, including dislocations. Patient was advised for second revision to clear metallosis from damage tissue. Stem has been added due to alleged high metal ions. This complaint was updated on may 15, 2017.

Event description:
Update aug 30, 2017: legal medical records received. After review of the medical records for MDR reportability, revision notes reported patulous bursa, copious amount of brown blackish fluid, surrounding space was more patulous than normal thus leading to the series of dislocations, some metallosis around the edge of the trunnion. It was also reported that the femoral component was stable and appropriately sized, positioned, and aligned, feeling of instability, and prior to admission he experienced subluxation. No laboratory values provided for the previously alleged high metal ions. This complaint was updated on: sep 14, 2017.